Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the port to the pyxis barcode scanner was not connecting properly, it was loose and did not scan at times. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner cable was loose at the usb (universal serial bus) connection and would power cycle when moved. A field service engineer replaced the scanner cable to resolve the issue. The customer verified operations via an inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.